Event description:
It was reported that the tps handpiece cord was causing handpieces to run without user activation during testing. There was no patient involvement, no adverse event was associated with the cable.

Manufacturer narrative:
Additional information will be submitted once the device is received and evaluated. (B)(4): not retuned to manufacturer.